Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the physician¿s office with the device partially out. Pocket erosion was noted. The device was explanted and the patient was in stable in condition.